Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the moderately calcified mid to proximal right coronary artery (rca). A non-boston scientific guide catheter and a guidewire were advanced to the distal rca followed by pre-dilatation with a 2.5x12mm balloon catheter but failed to cross the lesion. A 1.25x10mm balloon catheter was then used; however, due to unstable guide catheter, dissection was observed on the proximal rca. A 2.75x38mm promus element plus drug-eluting stent was advanced and successfully implanted at the proximal rca. A 2.75x24mm promus element plus drug-eluting stent was then advanced to mid rca but failed to cross the lesion. The stent was withdrawn and the physician observed that the stent strut was damaged. Timi flow 3 at rca was observed and the case was stopped. No further complications were reported and the patient status was stable.